Manufacturer narrative:
The returned valve was pt and met the requirements for siphon testing. However, it did not meet the specifications for reflux, leak, pressure-flow, or preimplantation testing due to proteinaceous and crystalline of debris within the valve as well as two tears in the silicone surface located on the top of the reservoir. It is unk how or when this damage occurred. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. Additionally, the instructions for use that accompany the device caution that care should be taken in handling the valve as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the sales rep had received a complaint from a customer regarding a defective shunt. It was also reported that the pt did not suffer any injury as a result of the event and that they fared well following the shunt revision procedure.